Event description:
Patient presented with severe reverse conical neck with angulation, calcification and thrombus; on (B) (6) 2009, had implant of a 28-16-140bl bifurcated device and a 34-34-80le proximal extension with good results. A 30-day follow up images revealed a proximal type I endoleak. On (B) (6) 2010, the pt was treated with an add'l 34-34-100rl proximal extension and a palmaz stent with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleak is a known risk of the procedure; neck angulation/thrombus could have potentially caused endoleak.